Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter defect with leak. The following information was provided by the initial reporter: customer called to report that the catheter was being used on a couple of times, prior to today's incident, when inserting IV and we have not advanced all the way, the catheter was leaking in the middle, one time inside the patient we heard a hissing sound. No pt harm.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 5010446. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.